Manufacturer narrative:
During the month of august and september the actual device involved in the event has been received by the manufacturer and evaluated in order to gather any relevant information for the conclusion of the investigation. The preliminary evaluation of the device, as received (before any service intervention) highlighted the following: - the upper portion of the cover resulted clearly damaged by heat generated by lase emission; - inside the headpiece's holder some paper (masking tape) has been found; - the fingerswitch lock has not been engaged; - the cryo handpiece found on the device is not the allowed one; - presence of a central spot without soot on the protective window of the handpiece that highlight that a laser emission occured during the deposit of the soot; - great amount of dust, not correlated with the event, has been found inside the device; the actual device involved in the event, before any service intervention, has been evaluated for what concerns the emitted energy and power: the emission has been found well within manufacturer's specifications. The preliminary evaluation of the device has concluded in date september the 8th, 2021 and recorded on a dedicated service report (2021/bati/2462). Based on the information above mentioned is possible to conclude that the following supposition (about the causes of the event) stated on the initial report are confirmed: it is possible to determine that the fire ignited on the lower part of the handpiece-rest and then climbed up causing the fingerswitch and cryo holder to melt; it is possible to support the fact that the fire started on the bottom of the handpiece-rest because the spacer looks covered by melted plastic that can come only from the bottom of the handpiece-rest. It is possible to determine that the fingerswitch lock is not been engaged in the lock position. That said the initial supposition that the fire ignited due to an unwanted laser emission is also confirmed. Finally is possible to confirm that the handpiece has been put on the rest without engaging the fingerswitch lock and that the finger switch has been pressed once forced on the rest causing the emission and following melting of the rest's bottom (with sinking of the spacer) and the ignition of fire. The operator's manual m122a1-c1_g.v06 (actual revision shipped with the device) has been evaluated and found adequate. Based on the event the risk management file (arm122x1_04) of the device has been evaluated and updated on the frequency of the risk 1.I(3). Despite this update the overall risk management file is still adequate (no modification to the risk-benefit ratio of the device). The actual device involved in the event is still at manufacturer's site for complete repair. The investigation carried out did not conclude that a design deficiency was responsible for causing the event instead is possible to conclude that the event has been caused by a failure of the operator to follow instruction (use of an unauthorized accessory and not engaging the fingerswitch lock when required). Due to the fact that the operator's manual and risk management file have been evaluated and found adequate, no corrective action has been implemented. The present follow-up report has to be considered as a final report unless FDA has further questions.

Manufacturer narrative:
We the manufacturer of the device performed our own investigation, based on the data and pictures disclosed by the UK distributor which is the following: cynosure reported a case of handpiece becoming hot and once placed on the handpiece rest, caught fire in a UK clinic. The hand pieces can be interchangeable - often they may "borrow" another hp from another machine. Site has multiple elite iq devices. The fire actually started when the user put down the handpiece. The actual device involved in the event has not been evaluated yet. That said the analysis has been performed don the basis of the pictures and information reported by cynosure's personnel. Based on the pictures it is possible to note several aspects, that are listed below: it is possible to determine that the fire ignited on the lower part of the handpiece-rest and then climbed up causing the fingerswitch and cryo holder to melt; it is possible to support the fact that the fire started on the bottom of the handpiece-rest because the spacer looks covered by melted plastic that can come only from the bottom of the handpiece-rest. It is possible to determine that the fingerswitch lock is not been engaged in the lock position; based on the available data it is very unlikely that the hot handpiece ignited the fire (considering also that the handpiece was held in operator's hand immediately before placing it on the rest), while it is more probable that the fire was ignited by an unintentional laser emission. On the device handpiece-rest there is an evident burned spot with semi-circular shape that totally matches the geometry of the handpiece. In order to replicate this condition we tried to place the handpiece with the cryo-holder in the position that we suspect the handpiece has been placed at the clinic and found that the handpiece have exactly the same contact point as the burnt left on the device involved in the event. Based on the available pictures it is possible to determine that the fingerswitch lock has not been engaged before placing the handpiece in the rest. In order to replicate the conditions in which we suspect that the fire initiated we perform a burst of laser emission on the handpiece rest, in the position that we suspect it has been placed by the user without the fingerswitch lock engaged, which resulted in some flames and smoke. That said, considering that the handpiece has been put on the rest without engaging the fingerswitch lock, it is possible that the finger switch has been pressed once forced on the rest causing the emission and following melting of the rest's bottom (with sinking of the spacer) and the ignition of fire. Instruction to always engage the finger-switch lock, when not in use, in order to prevent any unwanted laser emission are present and clear on the operator's manual code om122a1-c1_g.v06 (actual revision shipped with the device) at chapter 'handpieces'. Based on that we suspect that the event has been caused by a user error of the operator who failed to engage the fingerswitch lock before placing it on the rest, as required by the operator's manual. Due to the fact that the actual device involved in the event has not being evaluated yet, what stated above has to be considered as a preliminary investigation of the event. It is not been possible to determine the conclusions of the investigation yet nor any decision relative to possible preventive or corrective action that would need to be put in place. We schedule to submit a final report no later than september the 10th, 2021.

Event description:
On july the 12th 2021, el. En. Electronic engineering spa became aware of a malfunction, reported by our service department relative to a service report placed on the database by cynosure UK, in which it is stated that an elite iq handpice caught on fire. The service report case ID #51614 reports that the cooler handpiece caught fire at the clinic but no person reported any sort of injury. The actual device involved in the event is an elite iq laser medical device ref: m122a1 s/n: (B)(4). The actual device involved in the event (elite iq ref:m122a1) is not marketed in the us. Anyway an elite iq laser medical device (ref: m122b1) is manufactured by el.en. Electronic engineering spa and marketed in the us with 510(k) k193426. Based on the narrative provided by the distributor, cynosure, the physician was performing a treatment when he noticed that the handpiece has become hot. At this point he interrupted the treatment and placed the handpiece on its rest. It is at this time that it is reported that the handpice caught fire. No injury to patient or operator has been reported. We, the manufacturer of device, became aware of the event on july the 12th 2021 by service report placed from the UK distributor and evaluated the event reportable because, according to FDA 21 cfr part 1000-1040 this event represent an aro (unwanted laser emission that ignited the fire) and is a reportable event. That said, according to FDA 21 cfr part 1003.10(c) if the manufacturer is required to report to the food and drug administration under part 803 of this chapter, the manufacturer shall report in accordance with part 803.